Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery could not be charged. Customer's continuous glucose monitor read "high," however, specific blood glucose (bg) value was not provided. Additionally, the customer experienced high ketone levels. A manual insulin injection was administered to address bg level. The customer reverted to manual injections for insulin therapy.